Event description:
It was reported that following the implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting in multiple inappropriate shocks and stored untreated episodes due to air entrapment. The device was then reprogrammed to the secondary vector to mitigate further oversensing. This device system remains in service. No additional adverse patient effects were reported.